Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 251 (mg/dl). Customer administered a bolus with the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog insulin and was reportedly used for 3 days. Customer was reminded that humalog is indicated for use of up to 48 hours and recommendation was made to contact health care provider to discuss diabetes management.